Event description:
It was reported that the procedure was performed in an unspecified artery. The Hi-torque (HT) Command 18 guidewire was noted to have deteriorated "[peeling]" at the junction between the hydrophilic part and the body of the guide. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.